Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the middle and distal end of the left circumflex artery. After the lesion was pre-dilated, a 2.25x16mm promus element plus drug-eluting stent was advanced several times. The stent was dislodged in the left anterior descending artery and could not be retrieved. The physician used another stent to cover the dislodged stent and the procedure completed. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.25x16mm stent delivery system was returned for analysis. The device was returned without the stent. The balloon cones were reviewed, and issues were noted. No stent was attached to the balloon. The balloon shows signs of positive pressure having been applied and returned in a deflated state with crimp marks still visible on the balloon body. Blood like substance on the surface of the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the middle and distal end of the left circumflex artery. After the lesion was pre-dilated, a 2.25x16mm promus element plus drug-eluting stent was advanced several times. The stent dislodged in the left anterior descending artery and could not be retrieved. The physician used another stent to cover the dislodged stent and the procedure completed. There were no patient complications reported and the patient status was stable.